Manufacturer narrative:
Results: faulty lift motor assembly.

Event description:
It was reported by service report that the bed was tilting to the right. No patient involvement or adverse consequences were reported.